Event description:
It was reported that the nurse removed the suture from the package and applied some tension to remove the memory. The suture frayed on the physician's first stitch. There was no adverse consequence to the pt or time delay.